Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain located at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg pocket revised. Reportedly, the ipg was explanted and replaced with a smaller ipg. Effective therapy was established post operatively. Reportedly, the patient experienced pain contributed to the procedure.

Event description:
Additional information received identified the post-op pain was resolved.